Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Low vacuum alarms and failed the k6, k6a, k7, k8 leak test. Fse replaced the drive manifold, this corrected the problem. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum every 20-30 minutes. The customer confirmed that the safety disc is seated properly and tight with no movement and all gas tubing is secured to the safety disc properly. The customer states there was no harm to patient and the pump is operating normally otherwise.